Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
During a cholecystectomy under coelioscopy the pusher of the bag broke at the base during its removal without any excessive action. The bag was removed with a catching medical applier. The surgeon removed all broken pieces of the pusher from the patient. Surgery time was increased. Another bag was used. There was no patient injury.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because of unavailable defective device. The root cause of reported defect cannot be clearly determined based on lack of information regarding reported defect and unavailable defective device. As the root cause of this complaint was not determined, no corrective I preventive actions in production are deemed necessary to introduce.

Event description:
During a cholecystectomy under coelioscopy the pusher of the bag broke at the base during its removal without any excessive action. The bag was removed with a catching medical applier. The surgeon removed all broken pieces of the pusher from the patient. Surgery time was increased. Another bag was used. There was no patient injury.